Event description:
Customer alleged that the energy meter of the defibrillator was stuck at 50j. Service representative was unable to duplicate alleged condition. Proper operation of the device was confirmed.